Event description:
Customer reported receiving an error message on her locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter was now unlocked with the uom selectable. There was no report of serious injury, death or mistreatment.

Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Error 0204 was found in error log. Calibration parameters were within spec. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the famay2006 letter.